Event description:
Boston scientific received information that this right atrial (ra) lead had fractured. The lead was capped and surgically abandoned. During the lead revision it was found the patient had a occlusions on the left side and a right sided implant was attempted but not successful due to no available access. There was no new right atrial (ra) lead implanted and the device was reprogrammed to single chamber pacing. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received as of a later date, a new device and a new right atrial (ra) lead and right ventricular (rv) lead were implanted successfully on the right side. There were no adverse patient effects.

Manufacturer narrative:
This lead remains implanted and surgically abandoned with no change.